Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 53 samples and 5 photos for investigation. The photos show 10 sample tubes, wing needle, and holder were used, and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced whole tube push off. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, tubes were pushed off during blood collection.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced whole tube push off. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, tubes were pushed off during blood collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.